Manufacturer narrative:
The reported event is inconclusive as the device was not returned. Visual evaluation noted 1 opened empty statlock nasogastric package with prep pad. Visual evaluation noted an impression of the butterfly pad in the packaging. Although an exact root cause could not be determined, a potential root cause is manufacturing operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user found out that there was no core with the statlock after opening the package. Stated that it was too squishy to use. Per follow up received via ibc on 05oct2021, the statlock wasn¿t able to close properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found out that there was no core with the statlock after opening the package. Stated that it was too squishy to use. Per follow up received via ibc on 05oct2021, the statlock wasn¿t able to close properly.